Event description:
Overdelivery rptd. The pump was set for primary line infusion of hydromorphone at 2 ml/hr. After approximately 3 hours, a nurse noted that instead of 6 ml gone during the three hour period, there were approximately 60 ml missing and calculated that the pump had actually delivered at approximately 20 ml/hr. The delivery rate on the pump display was reportedly double checked by two nurses and verified to read 2 ml/hr. The display indicated a total delivered volume of 31 ml, which was reported to be the expected total delivered since it was last cleared. The pump was discontinued. The pt experienced some respiratory depression and was monitored closely. His oxygen saturation remained adequate and the effects of the drug were allowed to wear off. No other medical intervention was required.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 100/102 (delivery general/overdelivery) for lifecare 5000 plum products is approx. .33/million sets.